Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that she was at practice and was wearing the insulin pump in her bra prior to the alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms noted during testing. The device functioned properly. Motor was tested outside the device and it passed. The device had intermittent button response during testing due to corroded keypad traces. The device had minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.